Event description:
Metal deposits from the shaver blade were released into the knee cavity. The knee was washed out, but certainly metal debris would have remained.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div.; is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div. Which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the two subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding. A change to the fabrication process for the inner blade has been effected, via (B)(4), which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. (B)(4).